Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer stated they no longer use the threshold suspend feature. The patient's blood glucose was at 160 mg/dl at the time of the call. The customer was did not have time to trouble shoot the issue but ill call back the help line if they needed any further assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.